Manufacturer narrative:
Patient death is reported under MFR # 2916596-2021-04373. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), identified depositions in the inflow cannula and rotor. (B)(6) was returned assembled with the pump cable was severed approximately 10.5¿ from the pump header. The remainder of the pump cable and the modular cable were also returned. The sealed outflow graft was returned properly attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The apical cuff was not returned. Upon disassembly of the returned device, a tissue-like deposition was observed in the inflow cannula. Although this deposition was well-formed, it was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form within the pump but rather was instead ingested. The exact origin of this deposition could not be conclusively determined through this evaluation. Examination of the rotor revealed a completely occlusive, red, tissue-like thrombus seated within the eye of the rotor and through the rotor vanes that appeared similar to the deposition found within the inflow cannula. Although the deposition within the rotor was well-formed, it was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form within the pump but rather was ingested into the pump. The exact origin of this deposition could not be conclusively determined through this evaluation. Additionally, if the deposition was present in the pump for an extended period of time while the device was in operation, the deposition could have contributed to the decrease in flow observed in the log files. The deposition was sent to an outside lab for histopathology analysis. Per this analysis, both clots comprised of fibrin and platelets with some red blood cells, many of which consisted only of red blood cell membrane outlines (¿ghost cells¿). Numerous large macrophages, some containing variably brown pigment, and some free brown pigments were seen throughout the clot. The inflow cannula clot also contained slender septate fungal hyphae, some of which clearly contained brown pigment, consistent with phaeohyphomycosis. Dematiaceous fungi are pigmented saprophytic fungi which were typically considered to be opportunistic. Phaeohyphomycosis typically occurs mostly in the skin subcutis but does not have to be limited to skin or subcutaneous tissues and can be seen in a wider variety of internal tissues. Typically, it presents as a nodule or cyst. The predominant cell type was a large macrophage and there was no evidence of fibroblasts or organization by fibroblasts. The remaining pump blood-contacting surfaces were free of any depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18dec2020. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this document lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. This section also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Several sections of this handbook provide care instructions in regards to preventing infection. Section 4 contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient¿s stroke and death was reported under MFR# 2916596-2021-04373. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with no flow alarms since 9:00 am. Complaint of nausea and with emesis and chest pain. Log file submitted captured a decrease in power, flow and pulsatility index (pi) events. Low flow events began on (B)(6) 2021 at 9:13 am. The patient became hemodynamically unstable and was rushed to the operating room (or) for an emergent pump exchange. The patient required CPR (cardiopulmonary resuscitation) and crashed onto bypass. During the exchange visible thrombus in inlet observed. Day after implant, sedation was off for 12 hours and patient was not waking up appropriately. A stroke alert was called. CT (computed tomography) showed hemorrhagic stroke. As of (B)(6) 2021, patient was extubated, following some commands, but still unable to move left side. Ultimately, the patient expired on (B)(6)2021. No additional information provided.